Event description:
It was reported that, during a lap chole procedure, the device was loading two clips at a time and trying to fire them both. The device fired one and the other one would fall out. The procedure was completed with the same device. There was no pt consequence. One device will be returned.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned with the jaws yielded. However, the instrument was cycled, fed and formed the remaining clips within manufacturing requirements when tested.